Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a defective user interface module printed circuit board. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service through a review of the event history. The complaint is an ancillary service event opened during investigation of (B)(4). The cause is determined to be a damaged user interface printed circuit board. To correct the condition, the user interface printed circuit board was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).